Manufacturer narrative:
On 14-apr-2025, angelini s.p.a. Provided bridges consumer healthcare the following information. Angelini s.p.a. Received the information on 07-apr-2025. The verbatim of the report is as follows: ir received on 07/apr/2025 from qa department. Complaint number (B)(4) this investigation was reopened on 20-mar-2025 by (B)(6) to attach the cioms form. The f code in the investigation summary was corrected to (B)(4). No other changes were made to the investigation. This investigation was reopened on 20-mar-2025 to attach the FDA submission form/notification of submission. No changes were made to the investigation. A 36-month trend analysis has been conducted. The trend analysis returned a total of 124 complaints for lbh products during the period 02/26/2022 through 02/26/2025 for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The ppm for this complaint is 1.07 ppm, which is within the control limit for this subclass and product type. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare lbh products. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause a burn listed in the hazard analysis - (B)(4). There are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. All materials used in the production of this batch were inspected and released by quality control before being released for use. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product quality for the batch is not impacted by this complaint. Impact analysis: there are pre-identified risk factors that identify burns and blisters listed in the hazard analysis (B)(4). During the investigation of this complaint (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and there is no defect identified, there are no changes required to the risk documentation as a result of this investigation. Based on the information provided, the event of thermal burn and blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the medical device. The pi of thermacare lower back and hip mentions that thermal burn and blister could be adverse events of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare lower back and hip and thermal burn and blister was considered as possible. Batch ga1351 is the only batch within the scope of this investigation. The device history record, manufacturing electronic system records, retain samples, thermal results, raw materials and trending were evaluated. No quality issues were identified during the production of the batch. No retain evaluation is required for this complaint, as no defect was reported. With no defect being reported a visual inspection of the product would not be beneficial as a consumer experiencing a burn cannot be detected by reviewing the wraps. The complaint was evaluated to identify a potential trend for the batch and subclass. The evaluation of the batch history shows this is the first complaint for the subclass adverse event safety request for investigation. On the basis of this evaluation, a trend does not exist for this batch. The complaint was evaluated to identify a potential trend for the subclass and product type. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare lbh products. There is no further action required. The batch device history record for this batch concludes that all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in processing inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. The most probable root cause cannot be identified.

Event description:
Bridges consumer healthcare received the following case via angelini s.p.a. On 10-mar-2025. Angelini s.p.a. Received the information on 26-feb-2025. The report verbatim is as follows: this serious spontaneous case, manufacturer control number 2025-037279 is an initial report from italy received on 26-feb-2025 from a consumer through angelini italy (5117838). This case report concerns a patient, who applied thermacare lower back and hip (batch number ga1351, expiry date 31-jul-2025) for unknown indication. On unknown date, after thermacare lower back and hip initiation, the patient experienced blisters and thermal burn. On an unknown date, the consumer reports that the last time he used the product it burned with a lot of blistering. Outcome: blisters: unknown thermal burn: unknown. The action taken in response to the events for thermacare lower back and hip was unknown. Angelini medical assessment: the pi of thermacare lower back and hip mentions that thermal burn and blister could be adverse events of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events medical device is plausible. Based on the information provided, the causal relationship between thermacare lower back and hip and thermal burn and blister was considered as possible. The overall assessment for this case is serious/labeled/possible. The anticipated date of the next report is 17-apr-2025.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.